Manufacturer narrative:
The thermogard xp ivtm system (s/n (B)(4) was evaluated by the distributor. The reported complaint that "the thermogard console displayed tcmid:06 (ce post failure) error messages" was confirmed during the system's event log data review and functional testing. The root cause of the reported tcmid:06 was the defective cooling engine (ce) possibly due to the aging of the device. This thermogard console was manufactured in march 2013 and is over 9 years old, well beyond its expected service life of 5 years. Visual inspection of the thermogard console found no apparent physical damages. The distributor provided a photo confirming that the coolant was discolored (rusty). The root cause could be due to liquid/saline spillage into the coldwell, attributed to user mishandling/negligence. The last known preventive maintenance (pm) on this console was performed in 2019. The system's event log data revealed multiple tcmid:06 (ce post failure) error messages, confirming the reported complaint. The thermogard system failed functional testing during the power-on-self-test (post) due to the tcmid:06 error message, confirming the reported complaint. The root cause of the tcmid:06 was the defective cooling engine (ce), which will need to be replaced to remedy the fault. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for thermogard console with serial number (B)(4).

Event description:
The customer reported that the thermogard xp ivtm system (s/n (B)(4) displayed a mid:26 (low battery) error message. The customer replaced the battery of the display head, and the mid:26 error was cleared. However, the console displayed a tcmid:06 (ce post failure) upon re-start. The customer noticed that the glycol (coolant) inside the coldwell was discolored and appeared to be rusty. The coolant was replaced, and the system was re-booted. Upon powering up, the tcmid:06 was displayed again. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.